Event description:
It was reported that the tip of the monopolar curved scissors instrument wouldn't open fully. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related compliants used at the same facility. MFR. Report #2955842-2006-00322 & #2955842-2006-00324.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and observed that the instrument moved intuitively with full range of motion in all directions and was able to cut per specification. The customer reported failure mode could not be confirmed. Engineering also observed a 4" section on the distal end of the instrument main tube with material removed all around the out diameter. The damage is located 2" above the tube extension. It was determined that this failure mode may have been caused by the use of a potentially defective cannula accessory, which may remove material from the instrument during use.